Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer's mother reported via phone call, the customer was experiencing high blood glucose over 600 mg/dl. She initially was taken to a clinic where she was discharge 30 min later. Then customer's mother checked the customer's ketone level and found a large level. Customer's mother contacted the customer's primary care physician who recommended she take the customer to the hospital. Customer was then admitted to emergency room with high blood glucose close to 400 mg/dl and diagnosed with diabetic ketoacidosis. Customer was treated with an IV drip. Customer's mother stated prior to the hospitalization the customer's insulin pump was alarming no delivery. They inserted a new site and the device continued to alarm. Troubleshooting on the insulin pump was performed, during it, the customer's mother mentioned the customer's doctor didn't want her to continue using the device. Customer agreed to return the device for further analysis.